Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a torque limiting handle fractured during surgery. The handle was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned torque handle was evaluated. It was confirmed that the adaption collar fractured off of the handle. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. It is likely that repeated use of the device over time caused gradual wear allowing the material to weaken enough such that it fractured as observed in this instance.

Event description:
It was reported that a torque limiting handle fractured during surgery. The handle was used to complete the procedure without reported patient impacts.